Event description:
Same case as (B)(4). Promus element china clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the distal circumflex (cx) artery with 90% stenosis and was 58 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50x38mm promus element long drug-eluting stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the distal cx with 90% stenosis and was 58 mm long wit a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of a 2.75x20mm promus element drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Three days after the procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was noted with stent restenosis and was hospitalized on the same day. The event was diagnosed with intracoronary ultrasound and percutaneous coronary angiography and was treated with percutaneous coronary stent implantation. Six days from hospitalization, the patient was discharged and the event was considered to be resolved/ recovered on the same day. It was further reported that the target lesion 1 treated during the index procedure was located in left circumflex (lcx) artery and was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 2.75mm x 20 mm promus element stents. In (B)(6) 2019, the subject was noted with stent restenosis in the distal lcx. The subject referred for coronary angiography which revealed 90% stenosis in distal lcx which was then treated with percutaneous coronary intervention-target vessel revascularization (pci-tvr). Post intervention, residual stenosis was 0%. Intracoronary ultrasound was performed during the event and non-tvr was also done in lad branch.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the distal circumflex (cx) artery with 90% stenosis and was 58 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50x38mm promus element long drug-eluting stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the distal cx with 90% stenosis and was 58 mm long wit a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of a 2.75x20mm promus element drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Three days after the procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was noted with stent restenosis and was hospitalized on the same day. The event was diagnosed with intracoronary ultrasound and percutaneous coronary angiography and was treated with percutaneous coronary stent implantation. Six days from hospitalization, the patient was discharged and the event was considered to be resolved/ recovered on the same day.